Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is excessive bending forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the surgeon was cutting the capsule in the hip (hip arthroscopy) with the blade and the end of the device. The entire blade portion, broke off the handpiece. The surgeon tried to retrieve it and it went behind the capsule. He then had to use an x-ray and open the hip to find the piece. He had to open another kit to compare the broken piece to the original and make sure it was all retrieved. No further patient or event information was provided at the time this event was reported.